Event description:
Surgeon reported that after about 8 days after surgery the patient reported that she stumbled on a steep stair and felt sharp pain. She did not show up until removal of stitches after 14 days post op. An x-ray was taken which confirmed the dislocation of the head fragment of the osteotomy. A suitable date for the patient was found and she was revised. Photo documentation was taken. The fragment was completely dislocated plantar under the shaft of the 1st metatarsal head. The pin was intact and obvious the pivot point for the dislocation. The distal fragment was not broken. The axis of the pin was previous about 60 deg. To the axis of the metatarsal shaft and after the dislocation 90 degrees to the shaft. The fragment was reduced to the shaft. The fixation was achieved by using the pin hole for the 3.0 mm asnis screw. The guide pin for the screw was drilled into the pin and the screw inserted uneventful with excellent grips of the threads. A second point of fixation was established by using a 2.0 mm asnis screw. The second point of fixation is not the standard, due to the fact that the patient is non-compliant and it was a revision case, this solution seems adequate. The patient showed up may 15 for suture removal. The foot was not swollen and showed no signs of infection. The dislocation of the fragment is not related to the fixation with the pin and would have happened most probably the same way with a screw fixation. Device remains implanted. If additional information is received it will be submitted on a supplemental report.

Manufacturer narrative:
Device remains implanted. If additional information is received it will be submitted on a supplemental report.